Event description:
The red and blue ports were switched and did not properly reflect the arterial/venous ports. This caused the wrong tubing/port to be changed out. The pt was sent to interventional radiology to have this corrected. We suggest a manufacturing change could prevent something like this from happening.